Manufacturer narrative:
28-mar-2024 concomitant product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Piece has come off the tip of the metal pin in the electric toothbrush...brush does not stay in place - oral-b [device breakage]. Case narrative: consumer via e-mail stated that a piece came off of the tip of the metal pin in the oral-b electric toothbrush. The oral-b toothbrush head did not stay in place. No injury was reported. 21-dec-2023 follow up via digital safety assessment survey: the consumer was a 32 year old male. No injury was reported. 21-dec-2023 follow up via e-mail: the suspect product lot was 3d8 2321 0501. No injury was reported. 27-feb-2024 case update: the concomitant product lot was p2331. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Piece has come off the tip of the metal pin in the electric toothbrush...brush does not stay in place - oral-b [device breakage] case narrative: consumer via e-mail stated that a piece came off of the tip of the metal pin in the oral-b electric toothbrush. The oral-b toothbrush head did not stay in place. No injury was reported. 21-dec-2023 follow up via digital safety assessment survey: the consumer was a 32 year old male. No injury was reported. 21-dec-2023 follow up via e-mail: the suspect product lot was 3d8 2321 0501. No injury was reported.